Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during surgery, the osteoraptor broke when the doctor was impacting the product. All pieces were removed from the patient. An additional bone hole was required. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported 2.9 osteoraptor anchor system, used in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the anchor broke. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Correction: e1 updated.